Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a revision procedure, this right ventricular (rv) lead was damaged by electrocautery. This rv lead was explanted and discarded. No additional adverse patient effects were reported.